Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent breast reconstruction surgery with two unknown tissue expanders experienced pain, muscle pain, exhausted, memory cloud, difficult to do simple tasks post procedure. As a result, patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant on (B)(6) 2017. This medwatch is for the left sided device.